Event description:
It was reported that during a routine hemodialysis treatment, the cycler displayed arterial pressure alarms which could not be resolved before it was determined theat the cartridge circuit was likely clotted, resulting in a 210cc blood loss. No medical intervention was required.